Event description:
Complainant alleged that while attempting to treat a pt, the device gave a "unit failed" prompt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.